Event description:
There is a problem with the instrument control pump (pda), MFR notified. Pdd is short circuiting and pump is resetting itself. MFR is giving different reasons when calling about same problem.